Manufacturer narrative:
UDI: (B)(4). The reporter's complete mailing address and phone number were not provided. The actual device was returned for evaluation. The device was evaluated and it was determined that the motor on the device seized, moved heavily, was jammed and would not work. It was further determined that the device failed pretest for check the function with electric pen drive-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electronic control unit function and check switching function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor on the small battery drive device was damaged and would not release the start button. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further investigation of the device evaluation, it was determined that the device would not release start button. If additional information should become available, a supplemental medwatch will be submitted accordingly.